Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition and asystole greater than two seconds on the right ventricular (rv) lead. The lead also exhibited high out of range pacing impedance measurements of greater than 2000 ohms. It was noted that the patient had experienced syncope and had fallen. An x-ray revealed that the rv lead was fractured in the clavicle area. A revision procedure was performed where the rv lead was surgically abandoned. No additional adverse patient effects were reported.